Manufacturer narrative:
The lens was returned and was evaluated. Visual inspection found that the optic was cut or torn in half. The device history records were reviewed and no discrepancies or anomalies were found. The cylindrical diopter of the replacement lens was different by +1 diopter power. (1.25 to 2.25). Based on the available information, the incident was caused due to the biometry calculation error and was not related to the device.

Event description:
The patient had very poor near-visual acuity even with glasses one month post the cataract surgery of right eye. The lens exchange surgery was performed due to the refractive error caused by biometry calculation error and patient anatomy. Therefore this incident is unrelated to the device. A replacement lens from a different manufacturer was used. As per the physician the patient will do well with the lens exchange.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly a lens explant and exchange was performed due to the iol power-miss. Additional information regarding this event was requested but was not received.